Manufacturer narrative:
A system check performed in 2007 was within specifications. Qc was within specifications before and after the event. The samples were collected in plastic, pst, lithium heparin tubes with gel and centrifuged at 8.500 rpm for 3 minutes. The specimens were sampled from the primary tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced several hardware components. The fse performed diagnostic testing which met specifications. The fse verified the instrument per established procedures and results met published performance specifications. A clear root cause has not bee determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.65ng/ml was obtained. The result was reported out of the lab and questioned by a physician. On the same day, the original sample was re-tested for accu tni and the repeated result was 0.00ng/ml. A fresh sample was collected from the patient and tested for accu tni and a result of 0.00ng/ml was obtained. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.